Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 patient suffering from low blood glucose and length of hospitalization is less than 24 hours and blood glucose at the time of hospitalization is 51 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.